Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was unable to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during use an 840 ventilator shut down. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.